Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual examination of the returned device found signs of repeated use and has disassembled and is missing a component. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. The device has a potential field age of 6 years and exhibits signs of repeated use. The reported event is attributed to wear and tear of the device from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial jig broke after use in an initial surgery. The surgical technique was utilized. There was no patient involvement.